Manufacturer narrative:
(B)(4). A field service representative (fsr) replaced the bulk solution #1 fmi pump as a precaution due to an observed build up of debris. The fsr ran a precision run using a patient sample to verify the axsym performance after service, and noted the reproducibility of the results was good. The axsym system operation manual contains adequate information on the probable causes and corrective actions for erratic results generation. The probable causes listed for discrepant results include bulk solution 1 dispensing improperly and bulk solution 1 contaminated. The ca 19-9 package insert was found to contain adequate information on specimen collection and preparation, cautions and limitations of the procedure. The insert notes it is important to follow the routine maintenance procedures defined in the axsym system operations manual for optimal instrument performance. A service history review found no additional incidents of axsym serial number 7456 generating discrepant results have been documented since the fsr serviced the axsym and replaced the bulk solution 1 fmi pump. A review of quality metrics for the axsym analyzer did not identify any adverse trends for the issue being evaluated. The most probable cause of the discrepant patient result was the improper functioning of the bulk solution 1 fmi pump. The actual cause of the suspect patient result could not be determined with the information available. Based on the available information and this evaluation, no deficiency was identified for the axsym analyzer list no. 07a83-01, or the fmi pump part no. 4-38161-01 related to the issue under evaluation.

Manufacturer narrative:
(B) (4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Event description:
The customer stated a cancer patient generated a lower than expected value of 0.5 u/ml on the axsym ca 19-9 assay. This value did not correspond to the patient's clinical history. Three days later the sample was retested in duplicate yielding results of 40.17 and 37.78 u/ml. No impact to patient management was reported.